Manufacturer narrative:
The pump and catheter were returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.

Event description:
It was reported that the patient had a catheter revision in 2009. During the catheter revision, a kink in the distal portion of the catheter was found (reference mfg report # 3004209178200904043). A few weeks later, the patient experienced an infection, causative organism unknown. The incision site had dehisced and there was purulent drainage from the site. At approximately 3 weeks later, the pump was explanted and not replaced. There was no patient injury and the patient recovered without sequela.